Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and severely calcified left anterior descending artery. A 12 x 2.75mm promus premier select drug-eluting stent was advanced for treatment. However, it was noted that the stent got damaged and could not track down the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and severely calcified left anterior descending artery. A 12 x 2.75mm promus premier select drug-eluting stent was advanced for treatment. However, it was noted that the stent got damaged and could not track down the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported. It was further reported that due to the significant resistance during advancing, the shaft was bent. After removal, it was straightened but broke.

Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR: promus premier select ous mr 12 x 2.75mm stent delivery system was returned for analysis. Device was returned with the inner, outer polymer extrusion, balloon and stent stuck to a guidewire. A visual examination of the stent found stent damage. Proximal stent damage with struts opening. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones showed signs of positive pressure applied. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found break at port bond located at 120 mm distal from midshaft/hypotube bond as well as bunching. No other issues were identified during the product analysis.